Event description:
It was reported surgical intervention was undertaken to explant the patient's (B)(6) lead due to invalid impedance measurements. A replacement device will be implanted at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.